Event description:
Alleged the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facility's maintenance indicated the cable from the logic board to the zib board was replaced to repair the bed.